Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer stated that the low sensor glucose alerts were below 50 mg/dl. The customer reported a current blood glucose value of 326 mg/dl. The customer experienced hyperglycemia and was treated with an insulin pump, and hypoglycemia was treated with a glucose gel. The customer had a hemorrhage. The customer was feeling dizzy and having a hard time talking. The customer received the sensor updating alert. The customer reported the differences in the sensor glucose and blood glucose event. The sensor glucose was 50 mg/dl, and the blood glucose value was 400 mg/dl, which was outside of the acceptable range. The sensor glucose and blood glucose difference is 350 mg/dl. The event involved product(s) unomedical, mmt-7020la, mmt-7020la, mmt-7020la, mmt-1884, and mmt-332a. Troubleshooting was performed for the high blood glucose and low blood glucose. Troubleshooting was performed for the sensor glucose vs blood glucose, and the insulin delivery was not suspended due to the sensor glucose vs blood glucose event. The customer was using the pump within 48 hours at the time of the event, and the auto mode feature was active at the time of the event. Troubleshooting was performed for the change sensor and the non-serialized product being replaced. Troubleshooting was performed for the site issues and the blood was visible on the sensor connector. Troubleshooting was performed for the loss of communication, and the customer reported event has been resolved. No further patient complications were reported. No product return is required for unomedical. No product return is required for mmt-7020la. No product return is required for mmt-7020la. No product return is required for mmt-7020la. No product return is required for mmt-1884. No product return is required for mmt-332a.